Event description:
2 infusion sets, from this lot, were "stuck together," when attempting to remove them from their packaging. Although, patient was able to initially prime insulin through the first infusion set, a subsequent disconnected prime, and bolus, revealed that no insulin was dripping from the end of the infusion set tubing. Patient experienced high blood glucose (531 mg/dl). Patient self-treated by delivering an insulin injection, and switching to a new infusion set.